Event description:
The following has been reported: air bubbles when we insert the tubing, every other time it does not detect it or warns us that there are air bubbles when there are none. When we use the same tubing on another pump, it works. This occurs before treatment. When inserting the tubing during start-up. We tried to turn the pump off and on again, but didn't work anymore after that. It's happened a few times in the past, but it was really (B)(6) 2025 that I struggled the most with this pump. I tried the pump again this morning and the same problem occurred about 1 out of two times reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Some alarms were found but datas are insufficient to confirm the reported event or to be linked to a quality issue of the device. The device was not returned to brézins as repairs were carried out locally. According to provided information, the reported event was reproduced, and the air sensor has been changed that solved the issue. The quality control is compliant. The defective air sensor was sent to brezins for further investigation. Once in brezins, the defective air sensor was investigated through the CAPA. A drift of value of the air sensor (460mv @ 1.1mhz) was noticed leading to random functional alarm and most likely due to a degradation of ceramics. This complaint is considered as valid and the root cause is likely due to a defective air sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.